Manufacturer narrative:
Corrected data: 2137 added for correction. Claim#: (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -18.0/1.0/087 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Translent loss of bcva and low vault with rotation was observed. The lens was repositioned on (B)(6) 2023 and did not resolve the problem. The lens was explanted on (B)(6) 2023. A longer length lens was implanted in a second surgery on (B)(6) 2023. This resolved the problem.